Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the right atrial (ra) lead was attached to the implantable pulse generator (ipg) in the ra port. Noise was subsequently seen on the ra intracardiac signal. When the lead was inserted into the ra port header an audible click with the setscrew was heard. However, the lead came easily out of the ra port when gently tugged on. There was thought to be a setscrew complication with the ipg. The device was not used and a new device was implanted with no noise and a clean signal obtained. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.